Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up with the reporter, it was found that this occurred during priming. There was no patient involvement. A chemotherapy drug leaked due to the break. The leak location was described as the white piece at the end closest to the patient. Evaluation summary: the device was not returned; however, a photograph of the device was received. Inspection of the photograph could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink non-dehp buretrol set broke. It was not specified when in the process this occurred. The reporter stated that the device was being used with chemotherapeutic drugs. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.